Manufacturer narrative:
(B)(4). A CAPA has been initiated to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The actual device was received for evaluation. Visual inspection of device revealed that the fill port cap was separated from the fill port of the device. Further visual inspection on the fill-port cap and the fill-port showed no signs of physical abnormality that could have caused the cap separation. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port cap of an extra large volume intermate fell out of the package when it was opened. This occurred before use. There was no patient involvement. No additional information is available.